Event description:
Urinary back up may have caused increased bun and cr, kidney infection (severe). Sediment clogged filter to drainage bag foley catheter irrigates freely and urine was evident in tubing so blockage was not suspected. Pt became symptomatic and when drainage set was changed, 800cc of retained urine came thru. Required IV hydration and antibiotic. Returned to baseline status in 1 week.